Manufacturer narrative:
(B)(4).

Event description:
The following information was reported to gore: on (B)(6) 2021, this patient underwent an endovascular treatment for a thoracic aortic aneurysm using three relay plus thoracic stent grafts. A gore® viabahn® endoprosthesis was implanted in the superior mesenteric artery by a periscope graft technique. On (B)(6) 2021, the patient developed an aortic aneurysm rupture and was emergently transported to the hospital; however, the patient died on the same day. The reporting physician commented as follows: the cause of the aneurysm rupture was considered as a gutter leak between the relay plus and the viabahn (type ib endoleak).